Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on day post procedure the right atrial (ra) lead dislodged. It was also reported the right ventricular (rv) lead had the following issues: loss of capture, undersensing r-waves, sensing and thresholds were unusable. It was noted during the revision procedure the rv lead helix was unable to be retracted and the lead was removed. The physician attempted to place another lead in the rv apex and experienced placement difficulty and the lead was removed. The former ra lead was ultimately placed in the rv and a new ra lead was placed. No patient complications have been reported as a result of this event.